Manufacturer narrative:
The screw has not returned for evaluation as it remains in situ. Radiograph images were provided which confirm the set screw back out at the most superior level. A review of the device history records could not be performed as the identifying lot number was not provided. Alphatec spine is submitting this report to comply with the FDA regulations 21 cfr 803. Alphatec spine has made reasonable efforts to provide as much relevant information as available. Any field that is left blank was not known at the time of this submission. If additional information is provided, a supplemental report will be submitted.

Event description:
It was reported that a patient fell about 1 year postoperatively. Radiograph images revealed a set screw had backed out. There are no plans for revision surgery.